Event description:
Allegtions of scleroderma, mixed connective tissue disease, atypical connective tissue disease, atypical rheumatic syndrome, systemic lupus erythematosus, atypical neurologic disease system, polyneuropathies, rheumatioid arthritis, dermatomyositis, sjogren's syndrome, nonspecific autoimmune condition, polyarthritis, keratoconjunctivitis, myalgias, neuropsychiatric symptoms, peripheral neuropathy, serologic abnormalities, chronic fatigue, alopecia, chronic inflammatory response, breast infections, disfigurement, loss of concentration and focus, depression, silicone toxicity syndrome and silicone implant disease.